Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic event. Patient suspects he may have become unconscious for 3-4 hours. Paramedics were called, measured patient's bg at 32 mg/dl and administered an IV. Patient being blind, is unable to provide cgm readings at the time of his episode. At the time of his call to dexcom technical support patient reports he was doing fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.